Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the isolation relay assembly and completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed isolation relay assembly and determined that the cause of the reported issue was that the red (power) wire was out of place.  As a result, there was no relay function and no energy output.

Event description:
The customer contacted physio-control to request service for a non-critical issue (damage). There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it displayed an "abnormal energy delivery" message when trying to shock. It was then further confirmed that there was also no energy output on a defibrillation analyzer during testing.